Event description:
On (B)(6) 2012, the patient contacted animas to report an unexplained low blood glucose (bg) excursion. The patient reported that he experienced a low bg of 40 mg/dl on the evening of (B)(6) 2012. The patient claimed he experienced severe pain in his head, felt weak and lethargic with the low bg. In response to the low bg, the patient stated he drank juice, ate an egg sandwich and had ice cream. The patient reported his bg went back up to 135 mg/dl after treating self with food and drink. At the time of troubleshooting, the patient confirmed the pump was set to the correct date and time and all advanced features were programmed as desired. The patient informed customer support that he did not prime while attached or take any additional insulin. The patient also informed customer support that he is new to pump and still taking classes and working with trainer. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. Based on the information provided, insulin pump use could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: during investigation, a review of the pump history showed dates from (B)(6) 2013 to (B)(6) 2013. The pump was used after the original complaint date (B)(6) 2012 and all histories and black box data for event have been overwritten. A review of the available black box and alarm history showed no errors or alarms associated with the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump was tested on a 29 hour flow test; the pump was found to be delivering accurately and within the required specification. Unrelated to the complaint, evaluation revealed a discolored display screen. A test screen was inserted and was found to function properly. The complaint was not able to be duplicated; the pump information for the complaint date has been overwritten.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.